Event description:
Customer reported erroneous low hemoglobin test results were obtained for five patients when using the coulter act 5diff cap pierce (cp). The customer's laboratory had a protocol to repeat all hemoglobin test results <9.0g/dl. Upon retesting the hemoglobin test results were higher. There were no erroneous test results released from the laboratory. Quality controls were run before the event and were within range. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, two beckman coulter field service engineers (fse) evaluated the analyzer. Replaced the carriage assembly, the valves below the baths, the baths, tubing, and the photosensor. On (B)(4) 2012, the fse replaced the syringe reagent block module and adjusted the home position of the probe. On examination, the motor of the old reagent block module appeared to be worn out. The instrument is now working within published specifications. Cause of erroneous results is unknown; however, maybe attributed to unreliable distribution of reagent due to poor performance of a worn motor in the syringe reagent block module. Product labeling was evaluated. Coulter act 5diff cap pierce (cp) hematology analyzer instructions for use, 624021ca: data review, 9.3 reviewing flagged results: important beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Additionally, it is recommended that platelet counts less than 20 x 103/ul be reviewed. This is one of two reports from this customer. This MDR is related to 1061932-2012-00515.